Manufacturer narrative:
The issue was not confirmed, as the unit was not evaluated by a stryker representative. However, the customer stated that the unit could have been damaged during shipping

Event description:
It was reported that the rap around kit was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rap around kit was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.